Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was placed during an enteral feeding device replacement procedure in 2008. According to the complainant, approximately one month after placement, the locking adapter was broken and it could not be connected with the bolus feeding tube. Another device was used to replace this device (unk device). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot #; therefore, the device MFR date is unk.